Manufacturer narrative:
(B)(4). Additional information requested and received: what was the surgical procedure: sleeve. What color cartridges were used and what order of firing: ecr gold ¿ gold ¿ (gold) ¿ blue ¿ blue. Was buttressing material used: no. Was there any issue with staple formation is initial procedure: no. How was the bleeding identified and how long after initial procedure: twelve hours after surgery. How was the bleeding addressed: surgery to find the bleeding (re-operation). What is the current patient status: everything is ok.

Event description:
It was reported that after an unknown procedure, there was post-op bleeding. Used device ple60a with ecr for case.